Manufacturer narrative:
(B)(4). Device evaluation summary: investigation summary: to verify the complaint, results of retained samples were reviewed and no discrepancy was observed for knot pull tensile strength testing. Results for knot pull test were complying with the pre-defined acceptance criteria. The complaint is related to performance-breakage suture, knot pull tensile strength test is applicable and is a measurable parameter. Five retain samples were subjected to knot pull tensile strength test to check the behavior of the suture material. The average knot pull tensile strength value was found to meets the in-house average knot pull tensile strength requirement. All the individual as well as average knot pull values were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. Batch manufacturing records of nw2777/t8038 reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value, needle pull-off value and moisture test results and found to meet the specification requirement. The following additional information was received: were all the suture strands breaking while use on the patient during suturing? Yes. Was procedure completed successfully? And how? Yes. It was episiotomy repair,doctor complete the procedure with catgut.

Event description:
It was reported that the patient underwent an episiotomy repair on an unknown date and suture was used. The suture broke during knotting. A different device was used to complete the procedure. There was no adverse patient consequence reported.